Event description:
Follow up information received reported that the patient did not feel any stimulation during the procedure as they were under general anesthesia. It was confirmed that 5 contacts were over 4000 ohms which were resolved on the second time they checked them. The cause of the issue was determined to be because the lead was not all the way in the ins. There were no reported lead fractures and no diagnostics or troubleshooting was needed to resolve the issue. The patient was reported as doing fine and receiving effective therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient had lost approximately 85 pounds and because of this had a pocket revision the day of the report to move the pocket to a different location in the body. Prior to the procedure, the patient¿s impedances were fine and they were feeling stimulation and getting response on the #0 electrode. When the implantable neurostimulator (ins) was connected back to the lead wire, the #0 electrode had impedances greater than 4000 ohms on all contacts despite retesting twice. They believed that a little debris, blood, or tissue was inside the header block so they attempted to remove some of that. The physician reseated the lead with close attention to the last electrode being inserted. The physician gave a gentle tug on the lead to confirm the setscrew was down and seated on the lead. The lead was correctly seated, impedances were rested, and all values were normal and confirmed to be around 1000 ohms. No patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. Updated manufacturer site ID to 3004209178 based on updated device information. Supplemental report sent to provide updated patient, device, and therapy information.